Manufacturer narrative:
Device evaluated by MFR: the returned unit presented with the coil wire unraveled and damaged. A visual inspection was performed and the device presented with the following: the distal tip was severely damaged, the coil wire was unraveled and the core wire was fractured. All the outer diameter measurements were taken and were according to specifications. The returned device was sent for electron microscopic analysis and it was found that failure on both samples occurred due to a fatigue by a cyclic bending event followed by a tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based upon the analysis completed on (B)(4) 2013. It was reported that during a biliary drainage procedure, withdrawal resistance occurred and the coil wire unraveled. An (B)(4) amplatz super stiff guide wire was advanced to the kidney and then a nephrostomy tube was loaded over the guide wire. The nephrostomy tube was positioned and then the amplatz wire was pulled out; however, withdrawal resistance was noted and when the wire was removed it was discovered that the coil wire had unraveled. The procedure was successfully completed with this device with no patient complications reported. The patient¿s current condition is fine. However, returned device analysis revealed a broken core wire.